Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cannula involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported failure mode. Visual inspection found that when the returned cannula was compared to an in-house 5mm cannula of the same type, the shaft of the cannula was found to be facing a different direction, thus confirming that the shaft had moved and there was a weld defect. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the shaft of the 5mm cannula was found to be loose. While there was no harm to the patient; recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the welding at the bowl of the 5mm single site curved cannula was found to be loose and causing tube of trocar to twist. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury.